Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a broken bag as the returned bag had multiple clean cuts. It was also observed that the bead was hanging on a piece of cord, completely detached from the bag. Based on the condition of the returned unit, it is likely that the broken bag and detached bead were caused by contact with a sharp instrument or object. It is also possible that the bead was detached from the bag by the user. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: total laparoscopic hysterectomy with bilateral salpingo-oophorectomy event description: complaint 1 of 2: #(B)(4) (MFR# 2027111 -2021 -00735). Complaint 2 of 2: #(B)(4) (MFR# 2027111-2021-00736). Limited information is available. Two cd001 bags popped in a procedure. The first and second cd001 bags deployed, captured the specimen, then broke upon removal from the patient. Case was completed with a third cd001. It is unknown if the incision was further opened. There is no report of patient injury. Product is available for return. Additional information received via email 16nov2021 from [name], account manager ii: further questions are unable to be answered at this time. However, only one specimen bag was retained for return. It is unsure whether it was the first or second retrieval pouch that will be returned. The charge rn was also unable to provide any additional information. Patient status: there is no report of patient injury. Type of intervention: case was completed with a third cd001.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure: total laparoscopic hysterectomy with bilateral salpingo-oophorectomy event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Limited information is available. Two cd001 bags popped in a procedure. The first and second cd001 bags deployed, captured the specimen, then broke upon removal from the patient. Case was completed with a third cd001. It is unknown if the incision was further opened. There is no report of patient injury. Product is available for return. Additional information received via email 16nov2021 from [name], account manager ii: further questions are unable to be answered at this time. However, only one specimen bag was retained for return. It is unsure whether it was the first or second retrieval pouch that will be returned. The charge rn was also unable to provide any additional information. Patient status: there is no report of patient injury. Type of intervention: case was completed with a third cd001.